Event description:
During a surgical procedure to remove the patient's uterus, the surgeon was using the needle tip electrode on heavy tissue. While using a lot of pressure with the device, the surgeon noticed that the electrode had created a small flame within the abdominal cavity. When the electrode was removed, the surgeon noted that the electrode was bent and the tip had broken off outside of the patient's abdominal cavity. A new electrode was used to complete the procedure with no patient harm.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. When further information becomes available, gyrus (B) (4) will continue the investigation and update the agency accordingly.